Event description:
A caller reported that a pump experienced a malfunction. There was no information provided about any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and instructed them to continue using it, advising them to contact support again if the malfunction code recurred. The caller acknowledged and understood the instructions.